Event description:
It was reported the epg (external pulse generator) shuts down when the battery is removed. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification. It was also noted that the lower case was out of specification, two side bail covers were broken and the keyboard pad was scratched.